Event description:
Related to MFR report # 2183959-2012-02147. It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc single-incision sling on an unk date for "pelvic organ prolapse and/or stress urinary incontinence". It was alleged by the plaintiff's attorney that "within months after the initial implant procedure, plaintiff experienced complications", and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.